Manufacturer narrative:
The device was received by baxter, and an evaluation is complete. An external/internal inspection was performed. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. A one (1) hour therapy and power on self-test performed without any issues. Device was found to fill and drain within the testing specifications. The reported problem was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The event/therapy occurred on (B)(6) 2017. The device was received and is in the process of being evaluated. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that homechoice pro had an inaccurate fluid reading during peritoneal dialysis therapy. This event occurred while the patient was connected. The patient stated that they normally drain 500 ml - 600 ml for their total ultra filtration. The last two days they had readings of 300 ml and 92 ml. The patient stated that the bags are full and that they do not believe the counts are accurate. There was no patient injury or medical intervention associated with this event. No additional information is available.